Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were discarded by the medical facility.